Event description:
It was reported that high pacing impedance was observed on the right atrial (ra) lead. Dislodgement was confirmed. During revision, lead insulation damage was observed. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.